Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating he had a left knee replacement on (B)(6) 2013. Patient reported he started experiencing pain 2 months ago, he went to the doctor and he was told his knee is loosened.